Manufacturer narrative:
Additional information regarding the event, product, or patient details has been requested of the reporter by allergan; no additional information is available at this time. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma or seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Deflation ¿ breast implants are not lifetime devices. Saline breast implants deflate when the shell develops a tear or hole. Deflation can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to deflate: damage by surgical instruments; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of deflation for allergan¿s product; however, it is not conclusively known whether these tests have identified all causes of deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted. This medwatch is for the left side. See MFR # 9617229-2017-00297 for the right side.

Manufacturer narrative:
Visual analysis of the returned device identified the following: curved openings, wear abrasion, fold creases, and brown particles. A leak test was performed and found three openings. A microscopic analysis identified the following: three curved striated opening on posterior side assessed as surgical damage and partial delamination of diaphragm flange disk assessed as adhesive failure. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: three curved striated openings assessed as surgical damage. The crease/folding of implant condition that was indicated in the complaint was observed, nevertheless is not a workmanship, since the device was received out of its primary packaging and is an explanted device.

Event description:
Additionally, health professional reported "any creases." Device has been explanted.